Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer was need maximum bolus which was 10 and sugar went from 280 mg/dl and now she was up to 400 mg/dl again need max bolus to give to her. The customer was declined to troubleshooting for high blood glucose and treated with insulin pump. Customer stated when she tried to give herself the bolus max and stated exceeded. The insulin pump will not be returned for analysis.